Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company service representative examined the system and was unable to confirm or replicate the reported event. The company service representative performed preventative maintenance and aligned the zyx. The system was then tested and met all product specifications. No information was provided to conclusively indicate nonconformance of the system contributed to the reported event. The customer reported event cannot be confirmed. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported flap cuts were not accurate during surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).